Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure on the large hem-o-lok clip applier instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument for failure analysis. The large hem-o-lok clip applier instrument was analyzed and found multiple broken input disks. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on the grip input shaft #6. This condition resulted to the inability of the instrument to perform its primary functionality. The probable root cause of broken input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon attempted to clip the cystic artery using the large hem-o-lok clip applier instrument; however, the clip would not engage. They attempted various times and eventually used a backup large hem-o-lok clip applier instrument to complete the surgical task. No further issue reported. The procedure was completed with no reported injury.